Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, anxiety-product/procedure.

Event description:
Patient reported left side "firm and looks abnormal due to capsular contracture baker grade unknown" with no treatment. Healthcare professional later reported "capsular contracture baker grade IV and "exchange of a textured device due to product concern". Device remains implanted.